Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES system station became stuck on a blue screen and was no longer operational. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 07-OCT-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station became stuck on a blue screen and was no longer operational. A field service engineer (FSE) investigated an issue where the station failed to boot properly following Windows updates. The FSE attempted to establish a remote support session but was unable to access the station. The FSE then contacted the customer and advised powering off the station for ten minutes. After the restart, the customer confirmed that the station was operating normally and had returned to service. The system functioned as intended after the field service engineer investigated the device.